Event description:
Pt was with broviac cvl. Blood was noticed on the blanket and the cvl line had come apart at the bd posiflow cap. Instead of keeping the system closed, the valve remained open, allowing approx 2-3 cc's of fresh blood discharge. The broviac was clamped and a new bd posiflow applied. There was no harm to the pt.

Manufacturer narrative:
The sample was returned for evaluation on 19 june 2007 and sent for decontamination. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted. Date submitted: 21 june 2007.